Manufacturer narrative:
G4:26mar2021. B4:06apr2021. Multiple good faith efforts were made to obtain information regarding repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
It was reported that the ventilator would not power up. There was no patient involvement. The customer troubleshot with technical support and advised that the fan would not turn on and no main light emitting diode (led) lights. The customer was advised to replace the power supply.